Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: clinical nurse specialist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the 6 french angio-seal device involved broke when the fellow was applying tension to seal the puncture. The doctor believes the collagen and achor are detached and must be left inside the patient. The patient bled; however, the patient was closed with manual pressure and was okay afterwards with no further intervention required. A scan was performed to check the patient's legs. The scan found no evidence of anchor or collagen or any effect of flow to the feet. There was no harm to the patient. Additional information was received on 01 dec 2022: the procedure performed was a neruo embolization using a 6 french sheath. There was calcification in the patient's vessels. It was believed that the anchor and collagen were left behind. The patient was in stable condition. The blood loss was less than 250cc's.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were found to have been fully mated and in the fully rear-locked position. The suture, collagen, and tamper tube were found to have been fully deployed with the clear and black indicators visible. The collagen was found to have been partially torn. The anchor was also found to have detached and was not returned with the device. The complaint was able to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been anchor detachment due to excess tamping. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).